Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during dwell 1 of 3. The hp stated that a bag disconnected. The hp would start over with new supplies. This writer contacted the hp on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She stated that the bag did not fall, but had disconnected. She did not know how it had disconnected, and did not notice anything unusual about her supplies that might have caused the issue. Therapy has been going well since, and there were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a check lines and bags alarm was confirmed. The root cause was supply bag disconnected without falling. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The companion sample was returned to baxter and underwent a visual examination as well as a performance test. No abnormalities were noted during testing. The label review found the labeling adequate for the possible use error in this complaint.